Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 219 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with injections. Customer stated they contact their health care professional regarding high blood glucose. Based on customer report customer did allege insulin pump was under delivering. Customer stated reservoir had air bubbles noticed during therapy. The insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
The information related to event date and date of hospitalization provided with initial report was incorrect. The correct information provided in this report. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2020 due to high blood glucose.